Manufacturer narrative:
The physical controller was not received for investigation. The android log files were uploaded to the cloud system by the user and downloaded for investigation. The inspection of the android log files found the engineering logs from the date of occurrence to be overwritten due to continued use of the system. The investigation of the available log files found no instances of missing sensor values around the date of occurrence. The patient history buffer logs show that the pod received valid sensor values from the sensor, and no instances of pod-sensor communication loss were recorded. The review of the history logs shows that the system ran primarily in automated mode, and the automated algorithm appropriately adapted to user inputs and estimated glucose values. It was confirmed that insulin delivery was always suspended when the user's estimated values were below 60 mg/dl, and the algorithm did not suggest insulin when the user's levels were expected to decrease. There was no evidence of an over delivery of insulin found. The system was found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of unsure over delivering insulin. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported while at work, they felt their blood glucose levels go down. The patient fell down and started convulsing. The patient reported having 2 seizures due to low blood glucose levels. The patient sought medical attention on (B)(6) 2025. The patient was diagnosed with hypoglycemia which induced seizures. As treatment, the patient was provided with dextrose and intravenous electrolytes. The patient was released on (B)(6) 2025. The patient mentioned suspecting the controller is no longer working properly. The patient also stated they are constantly missing sensor values.